Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic nerve stimulation. It was noted that the implantable pulse generator (ipg) exhibited full reset and the right atrial (ra) lead exhibited low impedance and oversensing. Ipg was reprogrammed. Ipg and ra lead remains in use.  No further patient complications have been reported as a result of this event.